Event description:
It was reported by a french hospital that during use the staples jammed. No consequence to patient. Surgeon took another stapler.

Manufacturer narrative:
Device sample not received by manufacturer. Per DHR the product visistat 35r 6/box, lot # 01k1300198 was manufactured on 10/09/2013. DHR investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. We wil continue to monitor trending relating complaints.